Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2017. Reportedly, the patient did not enter finger stick values promptly. No additional event or patient information is available. Data was provided for evaluation. Data review did not confirm the reported event of inaccurate cgm values. A root cause could not be determined via data. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.

Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of inaccurate cgm values. A root cause could not be determined. "